Event description:
It was reported that prior to starting a da vinci surgical procedure, it was noted that the wires on the prograsp forceps instrument popped and were frayed and broken. There was no report of any fragments falling into a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instruments grip cable was frayed. One grip cable was frayed at the distal idler pulley. The frayed strands stuck out at the wrist. The other cables at the wrist were not damaged. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the frayed grip cable if to recur could cause or contribute to an adverse event.